Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient was seen for routine follow-up with no complaints and felt well. An alert for non-sustained v oversensing, isolated myopentials and t-wave oversensing were observed on a stored egm. The lead was capped and replaced. The condition of the patient was stable post procedure.